Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR shows that all parts passed dimensional requirements and visual criteria at incoming inspection. The inspection sheet shows that all parts passed dimensional requirements and visual criteria at final inspection. The packaging label log for all the labeling activities showed that the required labels were present and met specification. The DHR release checklist did not show any non-conformity. Review of the lot shows that the parts were processed within specification. No discrepancies were found. Review of inspection shows that the material conformed to all dimensional, chemical content analysis, and recertification specifications. The product evaluation visual inspection showed that the proximal extension was received in two pieces. The remaining portion of the rod is bent approximately 8mm away from the device body right at the location where the breakage occurred. There are several deep gouges on the rod surface, at the break site and on the body top face and side. Part size meets specification at break point. Part was processed within specification. The complaint is invalid. Placeholder.

Event description:
It was reported that during a vepta ii procedure, while bending the plate, the plate broke. Surgeon used another plate to complete the procedure with no harm to patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: this is report 1 of 1 for complaint (B)(4). Product return date 01/12/2012. (B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device(s) was used for treatment, not diagnosis. The product development evaluation concluded that the device is designed to mate with a rib sleeve, lamina hook, and/or connector; thus, the rod portion may be bent and/or cut by surgeon. The break occurs where a notch was previously created from bending the rod portion of the extension. Once a notch is present, the sensitivity to fracture increases dramatically. It cannot be determined how many times the rod section of the implant was contoured; therefore, weakened, prior to breakage. (B)(4).